Event description:
It was reported that the operating room staff encountered error 32057 at system startup. The site attempted multiple power cycles before contacting technical support. The technical support engineer assisted with performing a hard power cycle of the robot, which revealed that the error was localized to the robot cart. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse reprogrammed node and system started error free. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error 32057 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by sw reprogramming by fse.